Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, the stent fell off the balloon when the technician was prepping the 4.00x12mm liberte stent. The procedure was completed with another liberte stent. No patient complications were reported.